Event description:
While inserting IV catheter, the catheter did not insert with the needle. The needle did puncture the vein, however the catheter bunched up and shredded. The catheter did not enter the pt's skin.